Manufacturer narrative:
(B)(4) for the reported event of tip failed to detach. (B)(4) for the reported event of handle break. The device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a rx lithotripter compatible basket was used during a stone removal procedure within the pancreas, performed on (B)(6) 2013. According to the complainant, the patient was reported to have renal insufficiency, pancreatitis, respiratory failure, and melena. Furthermore, the patient suffered with a fistula on the pancreas; stenosis and calculus were also noted. During the procedure, stones were captured from the pancreas successfully and then lithotripsy was attempted; however, the basket failed to crush the stone. Due to a stenosis, the physician was unable to remove the basket with the captured stones from the patient. The physician then attempted to detach the tip of the basket in order to release the stones, but the tip failed to detach from the basket assembly and the handle detached. After 45 minutes the physician was able to remove the basket from the patient. The procedure was completed by placing one "vbp" prosthesis in the bile duct, and one "vbp" prosthesis in the pancreas. Due to the prolonged procedure of over two hours, the patient was transferred to intensive care for treatment for respiratory failure and melena. The patient's condition stabilized and is now in the same condition as she was prior to the procedure. It is unknown if the patient has been released from the hospital. Additionally, this device is not indicated for use within the pancreatic duct.